Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Manual articulation was performed with no issue detected. Failure analysis could not verify the customer reported event of broken wire. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken distal clevis at the base location of the clevis. The broken piece was not returned, measuring roughly 6.31 mm x 5.43 mm size. Clevis does not show abrasions or scratches on the outer surface. The instrument was also found with a dislodged crimp from the yaw pulley. The yaw cable crimp is installed. The yaw cable crimp was not properly seated within the yaw pulley as the spatula moves in yaw. The probable root cause of the broken distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.